Manufacturer narrative:
Innovative health, llc became aware on (B)(6) 2022 of a report from (B)(6) hospital on a viewflex xtra ice device that experienced a bend on the distal shaft while inside the patient. Innovative health received the device for evaluation on 11-may-2022. Upon investigation, the bend on the distal shaft of the device was confirmed. No injury was reported.

Event description:
The distal shaft of this device was reported to have bent while inside the patient. No patient injuries were reported.